Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed because it was reported during trouble shooting of an alarm, the cg had changed out the heater bag after the alarm occurred and the hp was connected the whole time, which is a use error-reuse of single use product. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required

Event description:
This report addresses the issue of use error- reuse of supplies. During troubleshooting for a check heater line alarm that occurred on the homechoice (hc) during use in fill 1, the care giver(cg) stated that she removed the heater bag and replaced it. The baxter technical representative (tsr) explained proper procedure disconnecting supplies. The tsr had the cg end therapy on the hc and advised to start over with new supplies. The home patient (hp) will start over with new supplies. Product surveillance spoke to the caregiver (cg) on (B)(4) 2012. The cg stated that after starting over with all new supplies, the home patient's (hp) therapy went well. The cg stated that they did not notice anything unusual about the supplies at that time, just that nothing happened during the fill. The cg stated she had changed out the heater bag after the alarm occurred and the hp was connected the whole time. The cg stated that she is aware of the proper procedures now. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation.